Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted with bilateral axillary hidradenitis as the patient had pre-existing axillary cysts that become infected intermittently. Additional information received that the patient was given oral medications. The patient had a follow up check with the surgeon and the condition was resolved. There were no additional adverse patient effects reported. The rv lead remains in service.